Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
During a follow up call it was reported that the insulin pump alarmed calibration errors, frequently, after the customer connected new sensors. Also, the insulin pump had alarmed multiple motor errors. At the time of the last calibration error, which was the day prior to the phone call, the customer's blood glucose was 170 mg/dl. The customer stated that they used two blood glucose meters. They were advised to use only one glucose meter. The customer stated that most of the motor error alarms occurred when the reservoir was low on insulin. The insulin pump was bumped and/or dropped and was around a sonogram. The last motor error was three days prior to the phone call and the customer blood glucose at the time was 128 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).